Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and neuropathy peripheral ('neuropathy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, uterine fibroid, uterine leiomyoma, uterine leiomyoma, endometriosis of uterus, bicornuate uterus, hypertension, drug allergy, drug allergy, chronic cervicitis, endocervicitis, endocervical squamous metaplasia, follicular cyst of ovary, depression, neck pain, tingling feet/hands, forgetfulness, uterine leiomyoma and genital bleeding (her bleeding has been controlled by the ablation). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), liver disorder ("other (list): liver problems"), depression ("depression") and anxiety ("anxiety") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, neuropathy peripheral, infection, urinary tract disorder, liver disorder, depression, anxiety and antinuclear antibody positive outcome was unknown. The reporter considered antinuclear antibody positive, anxiety, autoimmune disorder, depression, infection, liver disorder, neuropathy peripheral, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: on (B)(6) 2010, she implanted essure (discrepancy noted). Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.